Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra mini meter did not turn on. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt did not mention when the issue first occurred, because he hung up before that question was asked of him. The pt mentions that he had a symptom of frequent urination after the reported issue. The pt did not take any action regarding diabetes treatment due to the issue and denied seeking medical attention. No other info was provided. The meter turned on when pressing the power button. The product was not new. The meter does not turn on when inserting the strip all the way into the test strip port. The pt is using correct test strips. This complaint is being reported, because the pt alleged meter did not turn on and had reportedly experienced symptoms of hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.